Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture/corrosion was reported inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: on examination, there was visible evidence of moisture inside the battery compartment. A leak test was performed and did not reveal any evidence of moisture ingress into the pump. On testing, the pump did not power on to display the verify screen. The pump was opened for investigation did not reveal any evidence of moisture ingress to the pump¿s interior compartment. Blank screen with moisture confirmed due to moisture ingress into the battery compartment.